Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported three (3) false positive results with the binaxnow covid-19 ag card performed on an unknown sample. Pcr confirmation testing was performed three times and generated negatives results. The customer stated the patient was asymptomatic all three times. The customer reported that the employee was diagnosed with covid-19 in (B)(6) 2020, fully vaccinated on (B)(6) and she works onsite so she is part of the on-site testing program at abbott. After, each positive test she was advised each time to isolate and go home. The employee was just recently tested a fourth time and again a positive result was obtained. There is no mentioned of a fourth conformation test. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.